Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2014 with the following findings: visual inspection revealed that there was moisture behind the display. The keypad was found to be fully intact; there was no damage observed. The complaint that all keypad buttons were under responsive was not able to be duplicated during investigation. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found any button contacts. A leak test was performed and an audio bolus button leak was found. The pump case was removed and evidence of moisture contamination was found inside the pump as well as on the keypad flex cable and connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all keypad buttons were under responsive. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.